Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device seized, jammed, and was moving heavily. It was further determined that the device failed pretest for check starting behavior, check the power with test bench, check for excessive noise, check for untrue running, check triggers for forward / reverse mode, check function of soft mode switch (safety system), check for air leak, and check reverse locking mechanism. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction: the date returned to manufacturer was documented as dec 11, 2017 on the initial report. This date has been updated to dec 5, 2017. If additional information should become available, a supplemental medwatch will be submitted accordingly.